Event description:
A consumer reported she has had blurriness, doubling of vision, and intermittent pain following intraocular lens (iol) implant surgery. She had capsular haze and a yag laser capsulotomy performed in 2010, which then caused her to have floaters. The surgeon placed a punctal plug for dry eye, but it does not seem to help. Additional information received from the surgeon indicated the consumer also reported glare, halos, difficulty reading, and monocular diplopia at night following iol surgery. The consumer also had a myopic outcome and had a decrease in visual acuity. A yag capsulotomy was performed to address the glare and visual acuity decrease. Miotic eye drops were used to treat the glare and halos, but the symptoms did not improve. The consumer subsequently presented with a dull ache that woke her up at night, which the surgeon determined to be related to dry eye and not the iol. The consumer then reported that the monocular diplopia also occurs during the day. The surgeon suspects amblyopia, as the consumer has never refracted better than 20/30; however, the consumer was unable to confirm this by history. The consumer was referred to a specialist for a consultation further evaluation and treatment options.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicate the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The consumer called and reported that her vision interferes with night driving.